Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the 8mm maryland bipolar forceps instrument bipolar cable connection was defective. Current was not transmitted to instrument tip. Cable defect has been excluded, the instrument was not used on the patient. The procedure was completed with no patient harm, adverse outcome, or injury and no delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not deliver any energy even if the cable was replaced.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage